Event description:
Additional information was received on 03/02/2026 for report mw5183283 to update common device name, procode and device manufacturer. Procode: pnr.

Event description:
Several neomed oral/enteral syringe 60 ml w/enfit connectors had caps that would not stay in place when connecting them.